Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include valve stenosis and structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis). Based on the review of the IFU and training manual, no deficiencies were identified. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. The complaint for valve stenosis was unable to be confirmed. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sapien xt valve had proper inspections in place to detect issues related to the complaint events. A review of IFU/training revealed no deficiencies. The complaint for valve stenosis was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. Due to insufficient of information, a definitive root cause was unable to be determined. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Approximately 4 years and 3 months post implant of a 26mm sapien xt valve in the aortic position, the patient developed aortic stenosis. The patient is currently being evaluated and a redo aortic valve replacement will be planned. The most recent echo report shows the valve has severely restricted prosthetic mobility, the max velocities measured 2.79m/s with max pg 31mmhg. The patient had other medical issues that have been causing symptoms. The patient has gallbladder issues causing ble edema from thighs down and fatigue, and they are on home o2 and follows with pulmonary.